Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated follow up visit, low out of range, high voltage impedance was observed. Programming change was made and impedance was stable. It was noted that patient developed a hematoma in the pocket suspected to be impacting the impedance. The patient was monitored and as the hematoma resolved, the lead impedance went back to normal.